Event description:
Related manufacturer reference number: 2017865-2022-07679. It was reported the patient presented with diaphragmatic stimulation caused by the left ventricular lead. The left ventricular lead was explanted and replaced. During the procedure, the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Visual and helix analysis were normal with no anomalies found.